Manufacturer narrative:
An event of device deformity was reported. Information from the field indicated there were no interactions with cardiac structures and no angulations or kinks were noted on the delivery system. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use the recommended size delivery system for use with an 8 mm septal occluder is an 6f. A 7f sheath was used to deliver the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6)2025 an 8mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system to treat an atrial septal defect (asd). During implant the occluder took on a cobra shape while in the left atrium. The occluder and delivery system were removed from the patient and a new 8f amplatzer trevisio intravascular delivery system was used with the same occluder. During implant the occluder took on a cobra shape again. The occluder was removed from the patient and replaced with a new 10mm amplatzer septal occluder. The occluder was never released from the delivery cable. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.